Manufacturer narrative:
Additional information received; intervention was performed approximately 4 years post the index procedure. After crossing a guide w ire through the occluded site, non mdt iliac stents were implanted and the inner lumen patency of the vessel was maintained. The patient was discharged successfully after this. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: etlw1624c124ej, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). Exact date of event unknown - year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48.5 mm abdominal aortic aneurysm. It was also reported that a non-mdt 36 mm aortic extender was implanted prior to implanting the endurant ii stent graft system in order to occlude the ima for prevention of type ii endoleak. It was reported that right limb occlusion from the flow divider to the distal edge of the stent graft was subsequently observed. The physician attributed the cause of the event as follows: the ipsilateral distal leg of the endurant ii bifurcation overlapped with the endurant ii limb etlw1624c124ej. The ipsilateral side was pushing into the contralateral side endurant ii limb etlw1610c156ej and causing it to occlude. It was considered by the physician that the implantation of the non-mdt excluder cuff narrowed the cuff area contributed to the pushing on the limb that occurred as the left and right balance was possibly lost due to the tension exerted by the endurant limb implanted on the left side. No additional clinical sequelae were reported, and the patient is being monitored.